Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 26.5 mmol/l (477 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks. Patient could smell and feel insulin on his skin. He attempted to lower his bg levels by delivering a correction bolus. To further treat his elevated bg levels, the patient administered a manual injection of insulin and replaced the pod with a new one. After removing the pod, it was noted that the cannula appeared bent.